Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. As a result, the dislodgement causes diaphragmatic nerve stimulation. The dislodgement was confirmed through x-ray. The lv pacing was turned off while waiting for the revision schedule. During the revision procedure, the lead movement was evident at the suture sleeve. The lead was explanted and a new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.